Event description:
Baxter (B)(4) received a report that one (1) infusor device overdelivered 5-fluorouracil during patient use. There was no report of patient injury or medical intervention. The sample is not available for evaluation. No additional information.

Manufacturer narrative:
(B)(4). Additional narrative: the reported complaint condition could not be confirmed and the root cause could not be determined as the implicated sample was not available for evaluation. A batch review was conducted which found no nonconformances.